Event description:
Boston scientific received information that while the patient was having bypass surgery, this right ventricular lead exhibited loss of capture at maximum output. Prior to the procedure, lead measurements were checked and found to be fine. Approximately 45 minutes later, the sales representative was called again and asked to check the lead due to loss of capture. During this check, the p-wave was found to be slightly higher, r-wave was slightly lower, ventricular impedance was lower and there was no ventricular capture. The lead was checked again the following morning and was still not capturing, but the patient had intact av conduction. There was no report of asystole due to loss of capture. The lead remains implanted, and no further action was taken. During a follow-up check later, this lead was found to have dislodged. This lead was successfully replaced, and no further issues were reported. No adverse patient effects were reported.

Manufacturer narrative:
This lead will not be returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.